Event description:
It was reported that during the procedure, the sphincterotomy needle broke off and got stuck in the pt's mucosa. The needle segment was removed with no pt complications and the device is being returned for eval.

Event description:
The product was received on 2/10/2000 in a sealed "tyvek"pouch with no product labeling. Fluid was detected in the sheath to indicate use. A visual inspection found that no portion of the knife could be seen when the handle was activated. A large portion of the knife had been broken off and was not returned. It is possible that the product was used excessively causing the needle to break. The cause of this event is unknown.